Event description:
Caller reported an issue with a continuous glucose monitor (cgm) error, identified as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with complete information to reset the pump, guiding them through the process. After the pump reset, the cgm error did not reappear, and the caller was able to successfully start the sensor session.